Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows detachment of the luer component from the farawave catheter, confirming the reported event.

Event description:
It was reported that a luer detachment occurred. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear and a farawave pulsed field ablation catheter were selected for use. When the catheter was inserted into the sheath and the sheath was aspirated, a lot of air bubbles were observed in the syringe. Even after continuing to aspirate, the air bubbles could not be cleared. The catheter was removed, and it was found that the flush port was cracked and broken off the catheter. The catheter was replaced, and a new farawave catheter was inserted into the sheath. However, air bubbles were observed again, so the sheath was replaced with a new faradrive sheath. With the new farawave catheter and faradrive sheath, the procedure was completed successfully. No patient complications were reported. The farawave catheter and faradrive sheath are not expected to return as they were both disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a luer detachment occurred. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear and a farawave pulsed field ablation catheter were selected for use. When the catheter was inserted into the sheath and the sheath was aspirated, a lot of air bubbles were observed in the syringe. Even after continuing to aspirate, the air bubbles could not be cleared. The catheter was removed, and it was found that the flush port was cracked and broken off the catheter. The catheter was replaced, and a new farawave catheter was inserted into the sheath. However, air bubbles were observed again, so the sheath was replaced with a new faradrive sheath. With the new farawave catheter and faradrive sheath, the procedure was completed successfully. No patient complications were reported. The farawave catheter and faradrive sheath are not expected to return as they were both disposed.